Event description:
It was reported several months ago the catheter was being placed for the patient. During insertion, the physician noticed the catheter was unraveled at the end outside the patient. As a result, the catheter end outside the patient was cut off and was then inserted into the snaplock adapter and used without incident. They do not know if there was a delay in treatment, no patient death, and no patient complications were reported. The patient outcome was okay.

Manufacturer narrative:
(B)(4). Sample will not be returned.